Event description:
Caller alleged discrepant inratio results. Results as follows: (B)(6): inratio = 1.5; 7/4 lab = 3.7, 2nd draw multiple hours later was 7.5; (B)(6): inratio = 1.9; 7/10: lab = 2.7 pt was hospitalized for a gi bleed. Pt's hemoglobin had decreased from 11.1 on (B)(6) 2012 to 7.5 due to bleed; (B)(6): inratio = 3.5; (B)(6): lab = 4.7; (B)(6): inratio = 3.0, lab = 3.6; compared within 1 hour. Hematocrit/hemoglobin in acceptable range until gi bleed occurred (was bleeding for 2 weeks period of time) at which point his hgb/hct decreased significantly. Bleed began/recognized on (B)(6) 2012. Pt was hospitalized on (B)(6) 2012. Pt has hypothyroidism; low hct/hgb after gi bleed.

Manufacturer narrative:
Investigation pending.